Event description:
The tubing head of the device fell off the yoke when it was being positioned. The dental assistant caught the tube head and it did not hit the patient. There was no user or patient injury.

Manufacturer narrative:
Part has not been returned to MFR yet; evaluation on the part will be conducted upon part receipt. Upon completion of evaluation, a summary will be submitted as a follow-up report.